Manufacturer narrative:
(B)(4). This product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: a heater wire resistance test was carried out using a multimeter. Results: the inspiratory heater wire was open circuit. A wire break was located in the overmoulded plug. A lot check revealed 2 other similar complaints for this lot number. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production, such that it is unable to provide continuity for the fully period of use. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production, possibly as a result of a weak crimp connection. (B)(4).

Event description:
A hospital in (B)(6) reported via the distributor that the inspiratory limb of an rt212 adult breathing circuit was an open circuit. No patient consequence was reported.